Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported an incomplete flap in the left eye. The surgeon was unable to lift the flap so the procedure was aborted and the patient will be scheduled for photorefractive keratectomy.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows during the whole day the user performed successfully ten treatments without any error or warning. During the complete day the user performed the energy check in the required time range and the energy was stable with no abnormalities. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).